Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was also fractured.

Event description:
It was reported that a pacemaker dependent patient presented in the emergency room due to a syncopal episode. The right ventricular lead exhibited noise, causing a five second pause. The lead was capped and replaced .